Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn1225 showed four similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported the patient was given PICC puncture in our hospital on (B)(6) 2020. The catheter was inserted in the right upper arm to a depth of 36 cm. The puncture process was smooth and the head was at the level of t6. After puncture, normal infusion treatment and regular maintenance are given. On the morning of (B)(6) 2021, he returned to the hospital for maintenance. The nurse found that the catheter was broken (at 34cm) during disinfection, and immediately used a tourniquet above the puncture point. The flat car escorted the radiology department for examination and found that the broken catheter had entered the heart. Report to the hospital leadership immediately and invite experts from higher-level hospitals to come to the hospital for surgery to remove the broken catheter. The operation went smoothly and the patient recovered well.